Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had damaged connectors and the hanger assembly was broken. It was also noted that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) had damaged atrial/ventricular connectors, and the bail hook was missing. The epg has been returned for repair. There was no patient involvement.